Event description:
A review of svc data detected a reportable event. Upon servicing, electrode belt sn (B)(4) was found to have a broken trunk cable connector. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received the electrode belt trunk cable connector was broken. The root cause for the broken connector could not be positively identified but was likely excessive force during pt use. No adverse event resulted from the defective belt connector. The last pt to use this electrode belt did not report any problems.